Event description:
On (B)(6) 2013 a hybrid implantation was performed where the constrained nitinol reinforced section of the vascular graft was advanced over the wire into the recipient vessel. It was reported to gore while pulling the deployment line, the deployment of the nitinol reinforced section occurred from the tip of the delivery constraint toward the non-nitinol reinforced section where it stopped approx 1 cm before completely deploying. When the physician tried to pull the deployment line further, it was recognized that the nitinol reinforced section tended to migrate from the recipient vessel, so the physician stopped pulling the deployment line. To finish the treatment the physician used scissors to open the sheath covering the undeployment part of the vascular graft with success. A visual observation of the fully deployed nitinol reinforced section was made and the treatment was completed without any adverse outcome for the pt. It was reported to gore that 15 days after implant, the graft occluded. A reintervention was successfully performed.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible. Without additional info it is possible to further investigate this event.